Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the product was returned with the trigger partially engaged and a clip partially loaded. The returned sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference attached files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The partially loaded clip was unable to close. Another attempt was made. The next clip was loaded into the jaws but the jaws would not open completely. However, the clip was able to close. The next clip was able to properly load into the jaws and close with no issues. It could not be determined what caused the jaws not to open completely in the second attempt. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. No other defects or anomalies were observed. Other remarks: the IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of this ligating clip." The reported complaint of "clip stuck in applier" was not confirmed based upon the sample received. None applier. However, the jaws were unable to open completely for one of the clips. This would make it difficult to properly apply the clip. The device was received with 3 clips remaining in the channel indicating that the end user fired 12 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. It could not be determined what caused the jaws to not open completely for the second clip. No further action will be taken.

Event description:
The clips would stick to the applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73h1600375 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clips would stick to the applier. The patient's condition was reported as fine.